Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) revised a mako uni knee to a primary cementless tka due to pain. (B)(6) observed the "patellafemoral" joint disease progressed a bit. Implants were not loose.

Event description:
Dr. (B)(6) revised a mako uni knee to a primary cementless tka due to pain. (B)(6) observed the patellafemoral joint disease progressed a bit. Implants were not loose.

Manufacturer narrative:
Reported event: an event regarding revision due to pain involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: product history review could not be performed because robot serial number was not received. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision from a partial knee procedure to a total knee procedure due to pain. There were 8 other reported events ((B)(4)). Conclusion: product inspection could not be performed because session files and logs were not received after 3 communications to mps.